Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, while the electrode was being placed, then tunneled to the pocket and sutured at the xiphoid cut, the pt stopped breathing and coded. As the s-ICD had not been placed yet, the pt was externally shocked 35 times over a two and a half our timeframe, but could not be resuscitated and passed away. The pt's ejection fraction was less than 10 percent and the pt was on dialysis. The pt's overall health was poor. The cause of death was attributed to complications by anesthesia during procedure.